Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system instrument. A patient sample was tested for accu tni and a result of 77ng/ml was obtained. The accu tni result was not reported out of the lab. The patient original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.01ng/ml was obtained. No additional information regarding this event was provided. There was no patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the customer performed: weekly maintenance, system check, calibration and qc. All results were acceptable. After obtaining elevated result for this patient, the customer retested previously run patient samples which were normal, but they were also now elevated. The customer then contacted the customer technical support (cts) and was advised to repeat system check and qc. System check failed all portions and the instrument posted event errors of "unknown signal received." A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found the system not communicating as a result of a failed hard drive. The fse replaced the hard drive. Upon initialization of the system, the fse observed issues with the peri pump and wash carousel. The fse replaced number of components on the instrument and then performed system check and qc testing. The fse stated, the instrument was back and running. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.